Event description:
On 2nd february 2026, it was reported by an arthrex employee via email that for an ar-2326pslc, peek swivelock, 3.9x17.9mm, the anchor pulled out from the patient's humeral head following attempted implantation. This was detected during a rotator cuff repair procedure on 12th february 2026. The procedure was completed as they used a larger anchor as a suitable alternative (ar-2324pslc opened and implanted.)

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.